Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nbca glue was injected into the marathon microcatheter, but it could not be seen coming out from the tip of the microcatheter. The nbca was seen leaking approximately 15 cm from the tip of the marathon microcatheter on the proximal side. Nbca was reported to have flowed to normal vascular site which was different from the target lesion so it could not be collected. Prior to the event, the marathon was delivered to the lesion by a 10 inch guidewire and contrast was performed and nbca was injected and the event occurred. The marathon was removed from the patient and examined. A hole was discovered at the leak location. Another device was used to complete the procedure. The patient was reported to have harm. The patient was undergoing embolization treatment of a brain tumor. The patient¿s vasculature was medium in tortuosity. There was not any resistance during injection. There was not kink or damage to the catheter. The injection rate was steady. Nbca flowed to normal vascular site which was different from the target lesion, so it could not be collected. There was no abnormality found when pushing the wire inside the patient body.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the marathon micro catheter, a 1ml syringe was found attached to the marathon hub with liquid embolic within the syringe barrel. The liquid embolic was found with the marathon hub. No damages were found with the marathon hub. No bends or kinks were found with the marathon catheter body. No damages or irregularities were found with the marathon distal marker/tip. The entire surface of the marathon micro catheter was examined under magnification. The marathon micro catheter body was found ruptured at ~25.0cm from the distal tip. Based on the device returned analysis and reported information, we are unable to determine the cause of the ¿catheter rupture¿. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, or increased injection force against resistance. As noted in the marathon IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse. Verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damage or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.